Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced trembling, shaky legs and nausea. The customer was unable to self-treat and was given electrolyte administration by a healthcare professional (hcp) for a diagnosis of hyperglycemia. The hcp also performed an x-ray, ultrasound, ECG and blood analysis on the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced trembling, shaky legs and nausea. The customer was unable to self-treat and was given electrolyte administration by a healthcare professional (hcp) for a diagnosis of hyperglycemia. The hcp also performed an x-ray, ultrasound, ECG and blood analysis on the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.